Manufacturer narrative:
Other, other text: one cadd solis vip pump was received to investigate the reported ec 44510 error. The pump was received in a good physical condition. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log either. A functional test was performed to investigate the reported event and the issue was confirmed. Pump was found to be displaying "44510" error code alarm message on power up when batteries were inserted. A faulty microprocessor unit board will be replaced with installed software reversion 5. H6) customer provided additional information stating that there was no patient involvement.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited ec 44510. No adverse effects were reported.